Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for lead implant procedure, the lead exhibited loss of sensing and noise with the external pulse system analyzer (psa). The lead was not used and replaced with new lead. The new lead also exhibited the noise. The psa changed to another. But it still exhibited noise. The replaced lead was connected to implanted device and no noise noted. It was concluded that the issue was related to electromagnetic interference in the room. The patient did not experience any adverse consequences.